Manufacturer narrative:
Device analysis: 1 empty syringe of 0.4ml was received without the cap nor needle. No defect was observed.

Event description:
Healthcare professional reported during injection with a syringe of juvéderm® ultra xc the needle disengaged and product was lost. Healthcare professional additionally reported ¿bubbles¿ in syringe. No injury to patient or injector.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: precautions: "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection with a syringe of juvéderm® ultra xc the needle disengaged and product was lost. Healthcare professional additionally reported ¿bubbles¿ in syringe. No injury to patient or injector.